Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed. The root cause is currently being investigated under CAPA (B)(4).

Event description:
The facility representative contacted baxter to report an intermate that has ruptured during the early phase of filling. The device was infused with sodium chloride 9mg/ml (milligram/milliliter). There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.